Manufacturer narrative:
The user informed the manufacturer that the part will not be returned for further analysis. No additional information has been obtained. (B)(4)

Event description:
A report was received stating following placement of the tracheostomy tube, the cuff did not inflate. The tube was removed from the patient and replaced with a similar device. There was no harm or injury to the patient reported.